Event description:
Kink found in arterial line between arterial end of dialyzer & blood pump. While pt on hd, pt became short of breath. Hemodialysis suspected. Treatment terminated. Pt sent to local hosp for direct admit per medical director orders.